Manufacturer narrative:
Device evaluation: during the technical inspection of the returned device the following was detected: the motor is defective due to worn seals. The seals exhibited accelerated wear as a result of contamination residues. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that device shows errors e09 and e19, and the cutter head fails to rotate. No negative impact in state of health reported.